Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that they noticed that all the electrodes from one lead had high impedances. They programmed without using the electrodes with high impedances on (B)(6)2018 and the issue was noted to be resolved without sequelae on (B)(6) 2018. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2016 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedance was not determined. No further complications were reported/anticipated.